Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional h11: monocryl plus suture 36"(90cm) 0 und (mcp946h) : lot/batch number: 108jrd list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## no *** if available, provide the product order number (po). ## ***. Monocryl plus suture 36"(90cm) 0 und - mcp946h (lot: 108jrd) is the actual device with the alleged product quality issue being returned for analysis? Or is an alternative device being returned? Please specify yes the pc item will be returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, dr complained that the monocryl 0 suture (code: mcp946h) broke easily when he was pulling it during suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one used needle suture piece were received for analysis. Product code mcp946h. During visual inspection of the returned sample, significant marks were found on the needle. The suture piece was examined, and the end was noted to be cut likely caused by a surgical instrument. No evidence of suture breakage was identified during the evaluation. A photo was provided showing one needle suture and one labeled winding related to product code mcp946h inside the plastic bag. As the suture is absorbable and the duration and conditions of environmental exposure could not be determined, functional testing was not performed. To prevent this kind of damage: care should be taken to avoid damage to the strand when handling, including avoiding the crushing or crimping action of surgical instruments such as needle holders and forceps. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.